Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. Receiver was charged and booted up. A manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. B6: relevant tests/laboratory data - correction to remove. H2: correction/additional information/device evaluation. H6: event problem and evaluation codes - additional. H6: event problem and evaluation codes - method codes - correction to remove 3372. H6: event problem and evaluation codes - result codes - correction to remove 706, 3257. H6: event problem and evaluation codes - conclusion codes - correction to remove 25. G7: type of report - correction to follow up # - report submitted as follow-up#002 should be corrected to follow-up#001 and report follow-up#003 should be corrected to follow-up#002.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). This supplemental MDR with to follow up # - report submitted as follow-up#002 should be corrected to follow-up#001 and report follow-up#003 should be corrected to follow-up#002.

Event description:
This supplemental MDR with to follow up # - report submitted as follow-up#002 should be corrected to follow-up#001 and report follow-up#003 should be corrected to follow-up#002.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.